Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately five months post implant of the device approximately five years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. It was further noted that the outer insulation was breached cut, a white substance was noted, and an outer insulation cosmetic depression at the connector. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. It was further noted that the outer insulation was breached cut, a white substance was noted, an outer insulation cosmetic depression at the connector and apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.